Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the persistent transducer fault alarms were present. The fsr replaced the main board and performed user verification tests and operational verification procedures. The reported issue was resolved and the device was returned to the customer working to service specifications. The suspect component and expected to be returned to carefusion's failure analysis laboratory for further evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) immediately when the unit was turned on. There was no patient involvement.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a bad transducer.